Manufacturer narrative:
The calibration performed on the day of the event failed due to an invalid calibration factor. Controls run on the day of the event also failed. The investigation confirmed a calibration issue (invalid calibration factor) for multiple folate reagent lots. The calibration issues were observed within the claimed on-board reagent stability. In case the calibration and/or qc fails, the customer should not continue using the reagent pack and switch to a new reagent kit.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys folate iii on an unknown cobas pure system. The customer noted that the reagent loses stability after 10 days and that calibrations were being rejected due to the calibration factor. The customer noticed that the initial sample values did not agree with the clinical status of the patients, so the samples were sent out to another laboratory for repeat testing on an unknown system. The first sample initially resulted in a folate value of > 20 ng/ml and it repeated as 9.21 ng/ml. The second sample initially resulted in a folate value of > 20 ng/ml and it repeated as 14.1 ng/ml. The third sample initially resulted in a folate value of > 20 ng/ml and it repeated as 10.9 ng/ml. The fourth sample initially resulted in a folate value of 18 ng/ml and it repeated as 6.12 ng/ml. The fifth sample initially resulted in a folate value of 19.8 ng/ml and it repeated as 6.77 ng/ml. The sixth sample initially resulted in a folate value of 20 ng/ml and it repeated as 8.61 ng/ml.

Manufacturer narrative:
The cobas pure analyzer serial number was requested, but not provided. The investigation is ongoing.